Event description:
While using the ria 2 reamer irrigation system, the distal locking pins for the reamer head disconnected and couldn't be retrieved. Per the surgeon, they were backing out the reamer when the head disengaged, he attempted to reengage the reamer head and was unsuccessful, causing the locking pins to come off.